Manufacturer narrative:
(B)(4). D10: cm-3008 aperfix tibial, implant 8x30mm , lot 65956908. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the surgeon malleted the sheath in the joint space and the instrument fractured. Returned device has a fractured implant as well. All pieces were retrieved, and another implant was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection shows that the sheath holder and implant are fractured. The device was returned disassembled. No other damage was noted on the inserter. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to use error, failure to follow instructions as complaint description states a mallet was used. Per the aperfix tibial implant instructions for use states "the use of tools that may cause excessive force during implant placement should be avoided." Additionally, the IFU does not mention to use a mallet for insertion and placement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.